Event description:
The manufacturer received information alleging a bipap harmony shut down and did not alarm. The pt reportedly became cyanotic and was hospitalized for four days as a result. The investigation is ongoing for this event. A follow up report will be submitted when the investigation is complete.